Event description:
This pt was admitted for further evaluation due to stable angina. There is no history of previous myocardial infarction or previous percutaneous coronary intervention. The pt had two 3.0 x 28mm stents placed in overlapping fashion. The date of the procedure and any additional procedural date is unk. The target lesion is assumed to be the proximal-mid right coronary artery (p-mrca) based on follow up report. The pt returns for follow up on an unk date and coronary angiography reveals a displacement type fracture in the stent placed in the p-mrca with restenosis. The pt was treated with balloon angioplasty.